Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in sensor system 1. Reference medwatch report (B)(6) for the sensor suspect device used in system 2. Reference medwatch report (B)(6) for the compact plus suspect device system used. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 137 mg/dl on sensor system 1 compared back to back with a result of 73 mg/dl on sensor system 2 a result of 117 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter declined returning the product, so no product will be returned for evaluation.